Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000ml exactamix eva tpn bags had leaked from the seal. This event occurred after compounding the device with an unspecified solution. It was further reported that there had not been any damage to the shipping carton or overpouch. There was no patient involvement. No additional information is available.